Event description:
Philips received a complaint by the customer on the v60, indicating that the devices backlight on touchscreen was out. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The device would still power on and with a flashlight, the customer could still see image on screen. The customer would like to know if a backlight can just be replaced. The rse informed the customer that the liquid-crystal display (lcd)would have to be replaced, no separate backlight. Informed the customer that the device has a 1st gen lcd and would need to upgrade to get 2nd gen lcd. The customer was provided the option of replacing internal parts or replacing user interface (ui) assembly. The customer requested part number and price for the ui assembly.

Manufacturer narrative:
H10: the customer replaced the user interface (ui) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the ui assembly was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.